Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that prior to the implant procedure, a gray bar was noted on the implantable cardioverter defibrillator (ICD) indicating a low battery voltage. A different device was prepped for implant. There was no patient involvement.